Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced runs of ventricular tachycardia (vt), however, no shock therapy was delivered. A health care professional (hcp) requested a device interrogation. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.